Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported product family. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported through medwatch (mw5078772): patient reported that his easypump infusion device appeared empty 6 hours before the infusion was supposed to be completed. Infusion lasted 40 hours instead of 46 hours.